Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of this device. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2130 on the homechoice (hc) during dwell 2 of 3, while the hp was connected. The technical service representative (tsr) helped the hp with clearing the alarm. As a result, the hc went back to dwell 2 of 3. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.